Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site and pain would radiate to lower extremities. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Product information updated to correctly reflect device in event.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019 to revise the ipg pocket site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.